Manufacturer narrative:
Analysis of the lead (lot# 0209917726) found the insulation was torn under connector #0 and it was separated 8.7cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care professional (hcp) and company representative that reported in pre-op, the packaging was opened and the lead was found to be bent. It was never implanted and another replacement lead was used. The issue was resolved at the time of report. A patient was not involved. It was further reported the customer had tried to straighten the lead "so it looked all a mess". There was a single kink in it but when they tried to straighten it, it got worse instead of better.